Event description:
Event description boston scientific received information that a revision/replacement procedure was performed due to ventricular lead dislodgement with loss of capture. The patient also had a hematoma from the initial implant procedure. Both the pacemaker and lead were explanted and replaced, however, the new lead yielded the same results due to the patient's tissue. The lead was removed and replaced. Both leads were returned for analysis.